Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the middle of the procedure, the stockert generator displayed error "rf overload", and ablation was not possible. The case was rescheduled and the patient required extended hospitalization because of the procedure cancellation. The patient was under local anesthesia.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that in the middle of the procedure, the stockert generator displayed error "rf overload", and ablation was not possible. The case was rescheduled and the patient required extended hospitalization because of the procedure cancellation. After a follow up it was explained that the navx system causes that error and that there is no official compatibility certificate existing for using the stockert generator together with navx. Thus there is no bw support available for using the generator together with navx. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.